Manufacturer narrative:
G4:25feb2021. B4:18mar2021. H11: the field service engineer (fse) confirmed the reported failure. The (fse) identified the battery was less than 5 years old. The battery was replaced to resolve the issue. The unit was tested and it was returned to service. After further investigation of this complaint, the battery issue was discovered during testing. The events happening during testing prior to its use would always be detected before use on a patient. There was no death, or serious deterioration in health occurred. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020 date of report: 01/04/2021.

Event description:
The customer reported the battery failure. The unit was in clinical use but there was no patient harm.